Event description:
New information on (B)(6) 2018 stated that the asymptomatic patient presented in clinic during follow up via patient notifier. Upon review, the device exhibited non sustained right ventricular oversensing. The patient did not receive therapy during the oversensing. The device was reprogrammed. The patient remained asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notifier. Upon review, the implantable cardioverter defibrillator exhibited post paced t wave oversensing. The patient did not receive therapy during the oversensing. No programming changes were made. The patient would continued to be monitored.